Event description:
A customer contacted stryker to report that their device provided voice prompts in the wrong language. Without voice prompts in the correct language, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device provided voice prompts in the wrong language. Without voice prompts in the correct language, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was determined that when the customer replaced the secondary language via lifenet, the configuration replaced the primary language instead. Customer was provided with a replacement device to resolve the issue.